Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. She inserted a new battery in the insulin pump but when she tried to insert a new sensor the screen was completely blank. Customer's blood glucose level was 330 mg/dl. The device was not returned.